Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. Information was reported that they think something is wrong with the patient's ins. They think it is malfunctioning. The patient currently has the ins turned off as it is hurting the muscles in their legs more than it is helping. The patient stated when he increased the amplitude he feels a jolt and when he decreases the amplitude he does not receive therapeutic benefit. The patient stated they have not had any falls. The patient stated that they didn't pick up on this issue until about a month ago. After the patient had their knee replaced in 2016 they started having problems with their balance. The patient stated that what it is doing it messing up their balance, "because the muscles and the leg doesn't want to work right." When the patient tries to move their legs or lift their legs the pain is so bad that nothing works right. The patient currently has their device turned off. The patient wanted to decrease the pulse width. The patient was helped with decreasing their pulse width from 400 to 350. The patient has an upcoming appointment and would like a manufacturing representative (rep) there. No further complications were reported. No additional patient symptoms were reported.